Event description:
Clinic notes were received indicating that the vns patient has been experiencing spasm-like sensations when swallowing pills for approximately one year. These spasms lasted 2-3 minutes and the patient was unable to swallow her pills during those times. The spasms were followed by a relaxation period before the next spasm occurred. These events lasted 10-20 minutes in duration and had occurred more than three times the past year. The patient also reported constant voice hoarseness. The patient was evaluated by an ent on (B)(6) 2015 and diagnosed with variable left true vocal cord paresis which was attributed to normal stimulation from the device. The ent attributed the spasm-like sensations and swallowing difficulties as a side effect of vns stimulation. Dysphagia treatment was determined to not be warranted as swallow-test showed functional without risk for aspiration pneumonia. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2015.